Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure? Date and name of index surgical procedure? Lot #? What were current symptoms following the index surgical procedure? Onset date? Has any surgical or medical intervention been performed? What is physician¿s opinion as to the etiology of or contributing factors to this event? Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative allergic reaction? What is the patient¿s current status? If applicable, will product be returned, return date, tracking information?

Event description:
It was reported that a patient underwent a laparoscopic thyroid lobectomy/para thyroid procedure on (B)(6) 2019 and an absorbable hemostat was used. Post operatively, the patient had an allergic reaction. At the conclusion of the procedure the surgeon applied the absorbable hemostat at .025% bupivacaine with phrine. With in a few minutes the patient was noted as having erythema all around the incision site approximately ten centimeters in all directions. No erythema was noted prior to applying the absorbable hemostat. The patient was treated with oral and topical steroids, in addition to benadryl. Additional information was requested.